Event description:
A medical assistant reported experiencing low energy with the slit lamp during a procedure. The fiber was replaced. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The slit lamp fiber was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on february 17, 2010. Based on qa assessment, the product met specifications at the time of release the root cause of the reported event can be attributed to a nonconforming slit lamp fiber. However, how and when the fiber became nonconforming cannot be determined conclusively. (B)(4).